Event description:
It was reported that, "doctor (B)(6) removed the above liner and replaced it with a scorpio flex x3 tibial bearing insert cr."

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded by the hospital and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.